Event description:
Issues with the bag not working properly keep falling off. Customer reports that bag is falling off in the ICU setting. Ms. Goodison reports that ICU is using heated vapotherm and 40lpm flow rate.

Manufacturer narrative:
It was reported that there were issues in the ICU that masks were falling off. Even though the use of heated vapetherm and flow rate was above the recommendations on the IFU, the bag was not working properly which could cause hypoxia. Not supposed to be used with heated humidifier only cool, and higher then recommended flow rates. Based on this information this is reportable

Manufacturer narrative:
It was reported that there were issues in the ICU that masks were falling off. Even though the use of heated vapetherm and flow rate was above the recommendations on the IFU, the bag was not working properly which could cause hypoxia. Not supposed to be used with heated humidifier only cool, and higher then recommended flow rates. Based on this information this is reportable complaint history reviewed. There are no other complaints for this product in previous 24months. Sample tested with non-heated air to verify failure mode. Bag partially removed from mask assembly at 39.75lpm with occlusion at the grommet. Reasonable assumption that heated air and high flow could fatigue adhesive and cause bag to come unseated from grommet. Current IFU specifies a minimum flow rate of 5lpm but no maximum. Pending update to IFU will contain a maximum flow rate. Risk(RMA-20014a): r58: mask bonds leak causing low oxygen delivery due to fatigue of mask component bonds - s=7 o=3 rpn=21. Rpn < 25 therefore risk is acceptable.

Event description:
Issues with the bag not working properly keep falling off. Customer reports that bag is falling off in the ICU setting. Ms. (B)(6) reports that ICU is using heated vapotherm and 40lpm flow rate.